Event description:
It was reported that the capsular bad ripped and the lens was explanted intraoperatively. Additional information has been requested but has not been received.

Manufacturer narrative:
The device has not been received for eval. The lot history review was performed and determined that there are no nonconformities or anomalies related to this complaint. No other similar complaints identified for the same lot number. Based on the current information, the root cause of the reported event cannot be determined.